Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that prior to implantation of this subcutaneous implantable cardioverter defibrillator (s-ICD) the patient's oxygen and blood pressure dropped following general anesthesia. The procedure was delayed until the patient stabilized. The device was implanted and during induction testing the patient had high defibrillation thresholds (dft). The physician elected to complete the implant procedure and repeat the dfts later. Additional information received indicates that two weeks later the patient underwent dft testing again. This time a 65j standard polarity shock and an 80j reverse polarity shock were ineffective in converting the induced arrhythmia. The patient required external shocks. The device was repositioned, but this did not resolve the issue. The electrode was then repositioned but again dfts remained high. The s-ICD system was replaced with a transvenous system.